Event description:
Mom reported screen going black on new pump just received. Replaced battery, worked for 2 min then went black again. Seems connection with battery poor. Can't put cap on too tight, if looser can fall off. Sending replacement pump, having pt return defective pump. No adverse event as result. Mom used backup pump. No other info known. Dose or amount: 41 ng/kg/min, frequency: continuous. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah.